Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, six (6) months due to severe aortic stenosis secondary to structural valve deterioration. The patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm sapien3 ultra resilia transcatheter valve. The patient status was reported as under treatment.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease (cad) and history of coronary artery bypass graft (CABG).